Event description:
Facility reported a leak from the header (34 uses). Maximum use number is 40. Estimated blood loss 50cc. No pt ill effect. No medical intervention. Questionnaire faxed to the don on 7/14/2000 for add'l info. The sample is available for examination. Medwatch filed on the blood loss.